Event description:
Customer reported that he was in a car accident due to low blood glucose. Paramedics were called and customer was hospitalized. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that the reservoir popped out of the reservoir compartment he pushed back in and shortly after that customer ended up in a car accident due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.